Event description:
Further follow up with the physician confirmed that the device was switched off on (B)(6) 2016.

Manufacturer narrative:
Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Manufacturer narrative:
Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Further follow up indicated that the patient is implanted with the generator m102 sn (B)(4). The initial implant was performed on (B)(6) 2013 as per the implant card received from the implanting facility. The review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
It was reported that a vns patient has severe gastritis ulcer and gastroduodenitis. The events started on (B)(6) 2015 and ended on (B)(6) 2016. It was reported that the device was turned off. It was reported that the gastric issues were resolved. Follow up with the physician indicated that the vns system works as intended. The physician confirmed that the system diagnostic results were ok. No medication changes or other events occurred that could be the cause of the reported events. No known surgical interventions have occurred to date.